Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced adhesion issues with an infusion set site. The customer stated that due to rain, the site fell off. The customer did not continue insulin therapy after the site fell off. The customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka). The exact bg level was not provided. The customer was hospitalized. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.

Manufacturer narrative:
(B)(4).